Event description:
Patient reported right side capsular contracture, rupture, seroma, edema, folds, and "implant moving upwards". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, rupture, edema, folds, seroma, malposition.

Event description:
Patient reported, the device has been explanted.

Event description:
Patient reported right side capsular contracture, rupture, seroma, edema, folds, and "implant moving upwards". The device has been explanted.

Manufacturer narrative:
Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Crease folding of implant: not observed. Edema: unable to observe as it is a medical event that is not related to the device. Malposition: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.